Event description:
It was reported that the user experienced recurrent low glucose readings while using the ilet and observed a discrepancy between a fingerstick value of 109 mg/dl and an ilet reading of 55 mg/dl, after which the device was calibrated; the user has frequently calibrated and has sometimes paused the ilet when glucose trends downward, and education was provided to calibrate only when values differ by more than 20¿30 mg/dl and to avoid pausing because the system suspends insulin automatically when glucose declines. Symptoms included hypoglycemia with confusion or disorientation, with a lowest reported value of 55 mg/dl, which was treated with oral glucose. Outcomes included no health consequences or lasting impact. Investigation included communication with the user, analysis of user-provided data, and coordination with the user¿s trainer. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.